Event description:
Additional information from the field representative indicated the electrophysiologist indicated they have had no issues with their programmers recently. It was noted the name of the caller reporting this issue is unknown to the nursing staff.

Manufacturer narrative:
Our records indicate that this device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that pacemaker was unable to be interrogated. An health care professional (hcp) attempted different wand positions which was unsuccessful. Technical services (ts) suggested rebooting the programmer, make sure the programmer is plugged into the wall and try another outlet. The hcp indicated they would try these suggestions and contact ts again if needed. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.